Event description:
It was reported that the customer was receiving no delivery alarms. The customer changed the battery, and the customer could not fill the tubing successfully. Troubleshooting was done. Advised customer to use a new reservoir each time he changed the infusion set. Assisted customer with changing the infusion set and advised customer of proper infusion set procedures. The customer's blood glucose was 262 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.